Event description:
Medtronic received information that approximately six months following the implant of this bioprosthetic pulmonary valved conduit, the conduit was explanted due to bilateral pulmonary artery stenosis, pulmonary valve insufficiency and tricuspid valve regurgitation. The conduit was replaced with a hancock porcine valve. There were no reported adverse patient effects.

Manufacturer narrative:
(B)(4). Method: device history could not be reviewed as no serial number was provided. Results: no product return. Conclusions: cause of event cannot be determined. Analysis: no product returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.